Event description:
This is a spontaneous case report received from (B)(6) on (B)(6)-2014 and regards to a female consumer of unspecified age from united states who had essure (fallopian tube occlusion insert) inserted and experienced uterus broken by a coil was pierced. A young woman, who after the birth of her third child had essure inserted. Her uterus, allegedly broken by a coil, was pierced and had to be completely removed. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the medical event reported is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect follow-up information was received on (B)(4)-2014: the (B)(4) was found to be a duplicate of this case. All information was transferred to this case. Company causality comment: this spontaneous case report received from lay press refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced uterus broken by a coil was pierced. This event was considered serious and incident since it led to serious injury and required a surgical intervention (hysterectomy). It is unlisted according to the reference safety information for essure. In this particular case, the exact nature of the uterine injury was not clear from the reported information. Reported event uterus broken by a coil was pierced could refer to a uterine perforation which may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Therefore, event uterus broken by a coil was pierced was considered related to essure. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.